Event description:
It is reported that the scrub tech was removing packaging for the surgeon to use in surgery and saw a hair in packaging. The device was not implanted.

Manufacturer narrative:
Evaluation summary: as returned, the hair could not be found in the package. The remaining inventory of the complaint lot was fully distributed without any further reports of this kind. The packaging environment utilized for this product is a class clean room that undergoes continuous monitoring. There is a very miniscule, but constant, risk of foreign material in sterile cavities from the operators. A review of complaints for hair in sterile implants was conducted in 2005, and indicates that there is less than one complaint sterile units shipped by zimmer in the past 5 years. Evaluation: device history records indicate all components were manufactured and inspected to specification.